Event description:
Biomedical engineer (B) (4) reported that following battery insertion, a model 91341 telemetry transmitter that was set to transmit on channel #1673 intermittently switched to telemetry channel #1672.

Manufacturer narrative:
Review of our post market surveillance has revealed the spacelabs had not previously submitted a report of this incident to the FDA. We are now reporting this issue as required by 21 cfr 803. However, this issue was reported as required by 21 cfr 806. The customer reported an incident in which, upon being powered up, a telemetry transmitter would begin transmitting on the wrong radio frequency channel (i.e. A frequency other than the frequency on which it had been set to transmit) when this occurs, if another telemetry receiver at the site has been turned to receive transmissions on this other (wrong) channel, the patient's waveform would be displayed on the central monitor as having been transmitted on this wrong channel. The recall corrective action implemented to resolve the channel switching issue has been determined to be only partially effective. We will expand the recall to implement a secondary corrective action.